Manufacturer narrative:
Repair evaluation information was received on 12/02/2022 and section h11 should be reported as: the manufacturer became aware that a user of the rep dreamstation auto CPAP had states cancer. No medical intervention was specified by the patient. No additional information can be requested at this time. The device was returned to the third-party service centre for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no particles in air path. The third-party service centre concludes that they couldn't confirm the customer's allegation and unit passed final test. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h was updated in this report.

Event description:
The manufacturer became aware that a user of the rep dreamstation auto CPAP had states cancer. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.